Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat calibrated tip wire guide. It was reported that the physician advanced duodenoscope distal end to duodenal papilla, flushed the wire guide lumen of the sphincterotome device and wire guide with saline (wire guide was soaked by gauze) before use. User took around three (3) mins to advance the sphincterotome device into duodenal papilla. User left the wire guide in left hepatic duct. There was 1.5cm stenosis in hilar after radiography. User attempted to dilate the left hepatic duct, and cut the duodenal papilla with sphincterotome device first, then retracted the device from patient. User then took another wire guide which was flushed with saline, and the wire guide lumen of sphincterotome was also flushed with saline, then user advanced the wire guide and sphincterotome device to right hepatic duct after several attempts. Then user retracted the sphincterotome device and flushed the dilation catheter device, then advanced the dilation catheter through wire guide and completed the dilation. User retracted the dilation catheter device after dilation, and attempted to place a 8.5fr(10cm long) one side flap stent and found that the wire guide coating peeled off under endoscope view [subject of report]. Then user advanced the sphincterotome device through wire guide to right hepatic duct, then retracted the wire guide, and changed to another wire guide instead. User advanced the stent and stent pusher through wire guide and successfully placed the stent. User then successfully placed a 8.5fr(10 cm long) one side flap stent through the wire guide that left in left hepatic duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split exposing the core wire approximately 23.2cm to 26.8cm from the distal end. It has socked over from 20.0 cm to 23.2 cm from the distal end. No portion of the coating appears to be missing. A lab meeting was held with production leadership on 11/07/2023 and with manufacturing engineering 11/08/2023. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.